Manufacturer narrative:
Medtronic reference: (B)(4). This follow-up is being submitted for additional information. Patient information, such as age, gender, weight and patient identifier, was requested however customer did not provide information.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4).

Event description:
The customer reported that during use the tube couldn't be used normally because the fiber was adhering inside. The patient was reintubated. There was no patient harm.

Manufacturer narrative:
(B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional tests. There were no fibers detected during the analysis and no defect detected. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution.